Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colon resection. According to the reporter: after firing, the staples were found to be improperly formed. The surgeon used a new device to create an additional anastomosis. There was no extension of surgery time over 30 minutes. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no blood loss of more than 500c.

Manufacturer narrative:
(B)(4).